Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a ligation for internal hemorrhoids procedure performed on (B)(6) 2021. During introduction of the device, it was noticed that the bands were adhered together. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6). Block h6: medical device code a04 captures the reportable problem of bands were adhered together. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the ligator head returned with all the bands attached and some of them were moved out from their original position. The suture thread was attached to the ligator head. Additionally, the handle assembly presented marks of trip wire secured but the slack was not taken up correctly. Further examination shows that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the slack was not taken up correctly as mentioned in the IFU. This condition could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands and more tension on the device, leading to the ligator head teeth damage. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a ligation for internal hemorrhoids procedure performed on (B)(6) 2021. During introduction of the device, it was noticed that the bands were adhered together. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.